Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the blower stalled, the display froze and the 35v supply failed. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue e/c 1104, 1115, 111b were recorded in the error log. The manufacturer¿s international service technician replaced the power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The power management (pm) pcba was tested and no failures were identified.